Manufacturer narrative:
Updated information: b5 (event description), d10 (unkown hugo instrument sn: unknown mrasa0003 sterile interface module sn: unknown), e1 (initial reporter), h2.6 (annex b, c, d and g codes) device evaluation: medtronic led an evaluation of the field service notes and the associated device data logs for the reported arm cart assembly. Review of the field service notes showed an error code of 'robotic arm (ra) brake state error) on robotic arm_joint 2 (ra_j2)'. The system experienced a communication error with the arm cart assembly. Evaluation of the device data logs indicate that the arm cart assembly experienced two occurrences of a failure of the potentiometer redundancy check on ra_j2, with each occurrence resulting in the arm cart assembly being placed in a hard stop state. Two error codes of 'arm cart assembly communication timeout or failure' and 'instrument not fully seated or locking failure' were triggered. Evaluation of the arm cart assembly confirmed the reported condition. The most likely cause could be related to a potentiometer failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the end of a robotic laparoscopic gastric bypass surgery, the arm became unresponsive. During the troubleshooting process, as the arm was being removed from the bed for disconnection, a medium-priority alarm sounded and the instrument bar was greyed out. As the result, the instrument and the sterile interface module (sim) was not recognized. The surgeon decided to convert the surgery to traditional laparoscopy, as it would take time to completely reboot the system.

Event description:
It was reported that, at the end of a robotic laparoscopic surgery, the arm became unresponsive. During the troubleshooting process, as the arm was being removed from the bed for disconnection, a medium-priority alarm sounded and the instrument bar was greyed out. As the result, the instrument and the sterile interface module (sim) was not recognized. The surgeon decided to convert the surgery to traditional laparoscopy, as it would take time to completely reboot the system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.